Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump had hydromorphone and ¿other pain meds and numbing meds¿, but they didn¿t know the names and their hydromorphone was currently being decreased little by little. The indication for pump use was non-malignant pain. The patient reported that they used settings to clear data because they were told by their doctor's office to do that because of all the boluses they've done in the past 7 years can cause the handset to take a long time to deliver a bolus. When the agent inquired about the event date, the patient stated they just had an appointment last thursday and the pa (physician assistant) helped them clear data and provided them with clear data instructions, which the patient used to clear data again yesterday. The patient did not provide any further event date information. The patient was going to call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.